Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw0817 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient had liver failure and was treated with bedside blood purification smoothly. After obtaining family members¿ consent and signing, the right femoral vein puncture was performed for the patient at 16:00 on (B)(6) 2020. The guide wire was found to be broken during the operation, the dialysis catheter was replaced, and the right femoral vein puncture was performed again catheterization. No effect on patients.